Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "water in scope" was not confirmed. According to henke: scope evaluated as a level 3. Deep distal tip damage, bent/dents, broken lenses, distal negative scratched/residue. Probable root cause for this failure is: the complaint for ¿water in scope¿ has not been confirmed. Scope shows signs of customer use and handling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.